Manufacturer narrative:
(B)(4).

Event description:
This rv lead was capped due to elevated shock impedances of greater than 200 ohms. There were no adverse patient events reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 11 cm distal to the is-1 connector pin. Only the proximal fragment was received for analysis. The returned lead fragment was visually and electrically analyzed. The visual inspection revealed signs of abrasion on the df-1 connector. The conductor cable to the shock coil was found coiled in its lumen. Furthermore the conductor cable to the shock coil was found torn out of its welding point 1.5 cm distal to the df-1 connector pin. During the electrical analysis, the dc resistances of the received conductor fragments were measured. A broken contact in the conductor to the shock coil was confirmed. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.